Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that the patient died. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was myocardial infarction (mi) with stable angina. Prior to procedure, the patient was found to have elevated biomarkers indicative of ischemia and coronary angiography was performed. Target lesion #1 was located in the mid right coronary artery (rca) with 95% stenosis and was 12mm long with a reference vessel diameter of 3.5mm. Target lesion #1 was treated with pre-dilatation and placement of 3.50 x 20 mm study stent with 0% residual stenosis. The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2015, the patient came in the emergency department with cardio respiratory arrest. The patient was intubated upon arrival and chest compressions were performed. The patient was also administered with 4 epinephrine and 2 atropine. Subsequently, the patient went back to pulseless electrical activity (pea). The patient remained in pea during the entire code and a central line was placed. On the same day, the patient expired due to cardiac arrest due to or as consequences of atherosclerotic heart disease and hypertension.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, the onset of the patient's cardiopulmonary arrest was just 1 hour prior to arrival. Initially, cardiac rhythm was bradycardia. Pre-arrival treatment reviewed with emergency medical services (ems) include, cardiopulmonary resuscitation, intubation, administration of 2 atropine and 4 epinephrine. Subsequently return of spontaneous circulation (rosc) was achieved; however the patient then went back into pulseless electrical activity (pea).upon arrival, advanced cardiac life support (acls) was initiated and compressions were continued. Constant care of patient was maintained with ongoing IV fluids and medication. On the same day at 16:23 hours, the patient lost pulse; pupils were fixed and dilated. Subsequently, code was called and the patient was pronounced dead. Per death certificate, the immediate cause of death was cardiac arrest and underlying causes include atherosclerotic heart disease and hypertension. Per adjudication results, stent thrombosis occurred.